Event description:
This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ('vaginal bleeding problems') in a (B)(6) female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage had not resolved. The reporter considered vaginal haemorrhage to be related to essure. The reporter commented: essure removed due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of vaginal haemorrhage ('vaginal bleeding problems') in a 31-year-old female patient who had essure inserted. In (B)(6)2016, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the vaginal haemorrhage had not resolved. The reporter considered vaginal haemorrhage to be related to essure. The reporter commented: essure removed due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc we received a returned sample in this case. A technical investigation and a review of complaint records and other non-conformances data was conducted; should any new and reportable information become available as a result, this will be provided in a supplementary report.